Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d1, d4, d6a, d6b, g4, h4, h6.

Event description:
Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported, right side "I noticed, changes and a lump in my breast". "I had pain", "the implants are absolutely no longer in order". "Information, that the implants had been recalled a long time ago". Patient later reported, right side rupture. Diagnosed by MRI. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ breast pain: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported "I noticed changes and a lump in my breast", "I had pain", "the implants are absolutely no longer in order", "information that the implants had been recalled a long time ago." Diagnosed by ultrasound and MRI. Later reported rupture diagnosed by MRI. The device has been explanted and replaced with another manufacturer's device.. This relates to the right side.